Manufacturer narrative:
(B)(4). The device was not returned to teleflex for evaluation. A device history review could not be performed since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
The device was reported as follows: the plaintiff had a total vaginal hysterectomy and unplanted uphold. During placement of the left arm of the uphold mesh to the left sacrospinous ligament the bullet came free of the suture and was trapped within the capio device. The surgeons chose to attach the left arm of the uphold mesh to the left sacrospinous by passing a free needle through the sacrospinous ligament. During the effort, the tip of the needle was lost within the plaintiff and could not be retrieved. The needle remains in the plaintiff. The patient's condition is not known at this time.